Manufacturer narrative:
(B)(4) neither the device nor applicable imaging films were returned to manufacturer for evaluation,therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent unspecified spinal procedure on (B)(6) 2013. On an unknown date, post-op,iliac screws were found to be loosened. Patient underwent revision surgery due to loosening of iliac screw on (B)(6) 2017 and th10-fixation was conducted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.